Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise and oversensing that lead to inappropriate anti-tachycardia pacing (atp) and shock. The rv lead was capped and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating the right ventricular (rv) lead was viewed under fluoroscopy and there were no findings. The lead header connection and seal plugs were checked and there were no anomalies noted. No additional adverse patient effects were reported.